Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 200ml/hr, via a plum pump. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of unspecified medication. It was reported that after the delivery was complete, the male adapter of the secondary tubing set was disconnected from the clave secondary port. The customer contact reported that the male adapter of a needless valve connector connected to a second unspecified secondary tubing set was then connected to the clave secondary port on the cassette pf the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent, at a rate of 350ml/hr, for a duration of 90 minutes. The customer contact reported that after the delivery was started, the nurse noted the drops in the drip chamber were reportedly not dripping correctly. At this time, the nurse stopped the delivery. The nurse disconnected the needleless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The tubing sets and the needleless valve connector were replaced and the therapy was resumed. There was no reported adverse pt effects and no reported delay in the therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.